Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 at 11:00 am with blood glucose of 200 mg/dl. Customer cannot recall their blood glucose at the time of the incident. Customer was vomiting a lot at 3:00 am. Customer went into diabetic ketoacidosis. Customer diabetes educator requested tubing for the customer. Customer stated there was leak from the tube. Customer was in the emergency room. Customer reported the incident. Customer name (B)(6) medical center. Hospital phone number was (B)(6). Customer was treated with insulin drip, magnesium and potassium. Customer was wearing the insulin pump while hospitalization.